Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin swollen over the abutment. Treatment with steroid injections were successful.

Manufacturer narrative:
Correction: the recipient experienced swollen and pain are related to the abutment, and not to the sound processor. The abutment product detail not reported to cochlear. This report is submitted on october 21, 2019, by cochlear ltd.

Event description:
Correction: the recipient experienced swollen and pain are related to the abutment, and not to the sound processor. The abutment product detail not reported to cochlear.